Event description:
Follow-up identified the patient's wound has healed.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient went to the ER on (B)(6) 2016 due to an open would at the ipg site which was not healed. No infection was found and the patient was prescribed oral antibiotics as a precaution.